Event description:
It was reported that the patient was experiencing burning sensation in the feet whenever the stimulation was on. The patient underwent an explant procedure. The explanted device components were not returned as it was kept by the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last six (6) months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 19918952/20080411.